Event description:
It was reported that during repair of the intellivue measurement server x2 at the philips factory, the loudspeaker needed to be exchanged because the contacts fell off / were damaged. No death or patient /user injury or harm was reported.